Event description:
The customer called to report that the insulin pump was reacting on its own, without buttons being pressed. The customer reported that he was at his doctor's office, and the insulin pump began scrolling up rapidly, then delivered a bolus. The customer's blood glucose reading was 200 mg/dl, and was told by his health care professional to treat with an insulin pen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump did not react on its own. No number ramping or scrolling screens were noted. Unable to test for the bolus anomaly due to the button/keypad anomaly. The keypad overlay had a weak adhesive bond.